Event description:
During investigation of the product, an unknown biomet screw fragment was found lodged in the implant.

Manufacturer narrative:
Zimvie complaint number: (B)(4). During investigation of the devices returned, an unknown biomet screw fragment was found inside of the implant. Although the customer was unaware of screw fracture, it is being reported due to the found malfunction. Concomitant device is bost410, 3i t3â® non-platform switched tapered implant 4 x 10mm, lot number is 2021030842. PMA/510(k) number is unknown. Manufacturing date of device is unknown.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One implant and unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified damaged drive feature and platform on the implant and screw fragment in the drive feature. Additionally, there was bone residue around the external threads due to usage. Functional testing was performed - in-house mating device could not seat likely because of the screw fragment in the drive feature and damaged drive feature. Pre-existing condition noted in the per was 'moderate bone density ¿ type ii'. The reported devices had been placed on tooth # 46 (fdi) for approximately 1 year. Picture/x-ray evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that improper technique and overloading may lead to device failure. DHR review: DHR review for the lot: (2021030842) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the unknown screw since lot/item number was unknown. Complaint history review: complaint history review was performed for the reported lot number: (2021030842) for similar events (complaint category keywords: damaged drive feature & fracture: screw) and no other complaint was identified. However, complaint history could not be reviewed for the unknown screw since lot/item number was unknown. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, screw fracture was identified and confirmed during returned product evaluation.

Event description:
No further event information is available at the time of this report.